Manufacturer narrative:
The second xience v 3.5 x 18 mm mentioned is being filed under the same manufacturer number. Stenosis, as noted in the IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Stenosis and hospitalization are listed in the risk assessment. There was no reported product malfunction and there does not appear to be any indications of a stent delivery system quality deficiency. The stenosis required hospitalization and treatment via CABG surgery. Although a conclusive cause cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury - surgical intervention; permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial in 2008, two rx xience v stents (3.0 x 23 mm and 3.5 x 18 mm) were implanted. An elective surgical revascularization was performed because there was in-segment restenosis of the left anterior descending (lad) and the right coronary artery (rca). Coronary artery bypass graft (CABG) was performed with success approx eight months later. After the intervention, the pt was fully asymptomatic. No additional event or pt information is available.